Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion tests. The device was unable to prime during the priming test due to faulty force sensor resistor. The motor was tested outside of the device and passed. There was no motor error alarm on the insulin pump. The device was received with scratches on the lcd window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's daughter reported via phone call high blood glucose levels and motor error alarm on the insulin pump. Customer's blood glucose reading was 539 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer was able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.